Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a hernia procedure, the force of grasping the handle was higher than expected. Then, the handle was broken when the handle was grasped forcibly. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.